Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient saw an eri message. The definition of the eri message was reviewed as elective replacement indicator and the steps to bypass were reviewed. The patient stated that they sometimes see eri on their recharger, and their implant has not been working right. The meaning of the eri was reviewed and the patient was forwarded to their healthcare provider (hcp). The patient was no dissatisfied with the device longevity. No symptoms were reported. The patient stated that eri message started about a year ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that to resolve the issue they were meeting the manufacturer representative on (b)6)2017. The patient noted that ¿eso¿ was the last code and was told it was done.